Manufacturer narrative:
The sling used in the transfer was not a liko mfg sling, and therefore was not designed, tested or approved for use with a liko lift. Liko strongly discourages the use of non-approved slings and accessories with our equipment. This incident is viewed as user error issue and not a product problem. MDR filed based on reported injury.

Event description:
Facility reports that they were attempting to move a resident from her bed to a q-foam chair using the viking l mobile lift with a non-liko sling, when the resident fell. The don said "the staff was not in sync with each other in attaching the sling and having the chair prepared for the move", additionally the aide acknowledged the sling was "twisted", as such the resident was not secure. Resident suffered laceration of the temple/scalp and received 12 staples. Cat negative.